Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh (lithium heparin) plus blood collection tubes, false positive troponin results were obtained on an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that this complaint is not reportable. This supplemental report has been submitted for the purpose of cancelling MDR 9617032-2025-01482.

Event description:
It was reported while using bd vacutainer® lh (lithium heparin) plus blood collection tubes, false positive troponin results were obtained on an unspecified number of tubes. No adverse impact was reported regarding the patient or user.